Event description:
The remstar auto device was returned to the third-party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of burnt power connector, displayed error code: 21 (e021 err_motor_vbus_high), error code: 55 (e055 err_therapy_queue_full), error code 62: (e062 err_stuck_ramp_key), error code: 71 (e071 err_p_gain_stop), and error code: 100 (e100 err_humid_no_heat). The device was returned repaired.

Manufacturer narrative:
The manufacturer previously reported that a remstar auto device was returned to the third-party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of burnt power connector, displayed error code: 21 (e021 err_motor_vbus_high), error code: 55 (e055 err_therapy_queue_full), error code 62: (e062 err_stuck_ramp_key), error code: 71 (e071 err_p_gain_stop), and error code: 100 (e100 err_humid_no_heat). The device was returned repaired. This supplemental report is being field to update the bad. The due date has also been changed.